Event description:
It was reported that the colonovideoscope exhibited an unspecified communication error. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error (error b31). A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the communication error is traced to damage on circuit board of video plug section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.